Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was requested for returned to ortho for further investigation. Return has not yet been received. (B)(4).

Event description:
Event 2 of 4. Account reports at least four newborn patient samples as having results between mixed field to 2+ positive reactions in the anti-b well that should be negative because the patients were tested again and they were classified as group o positive . Mts a/b/d/a/b/d mono and reverse lot# 060217053-02 exp 04.24.18. Diluent 2 plus and ortho confidence was used. Issue started on:(B)(6) 2017 reported (B)(6) 2017. Frequency: 4x. Microtubes/wells or cell (donor #) affected: anti-b. Methodology used: manual gel.. Incubation time: 15 min. Daily qc has not been affected. Cards /cassettes/rbc storage condition temperature: refrigerated (as per IFU 2-25c) all reagents have a normal appearance prior to use. Sample was repeated and the result was o positive with a clear negative reaction in the anti-b well: 1. Cards did not show any signs of drying. 2. Account does not know if sample contained any fibrin or not but they followed. Protocol with newborn samples and they wash rbc's 4x with saline before testing to avoid to have this issue. 3. Samples were reconstituted in mts diluent 2 plus. Ortho recommend customer to switch to a new bottle of diluent 2 plus because customer only has the same lot#, customer thinks that the diluent is not the problem because they run a daily control for the diluent and the diluent control was negative yesterday. Customer cleans the dispenser weekly. Customer is going to repeat testing but customer thinks the gel cards are the issue. Customer does not have a different lot# of gel cards and request replacement of two boxes. Ortho will send a different lot number of gel cards for troubleshooting purposes. Customer sent a picture to ortho for analysis of one of the test that was run (B)(6) 2017 and repeated (B)(6) 2017. Image attached to the complaint. The customer has agreed to call back if not resolved. Customer called back to obtain status of complaint. Tsc informed customer that package has been sent to obtain return product.